Manufacturer narrative:
This is a duplicate of emdr.

Event description:
The customer contacted philips to report that the display on their heartstart xl defibrillator was black. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.